Event description:
It has been reported to philips that issue of x-ray would intermittently fail. The device was in clinical use at the time of the reported event. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported problem that there was an issue with imaging. Philips service engineer analysed the system logfiles and found that the generator component was damaged. The philips field service engineer (fse) inspected the system onsite and replaced the power inverter evr (point evr) certeray was replaced. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.